Event description:
It was reported that a hole was detected in the administration port of an intravia empty container. The device was filled via the medication port with 2 ml/mg hydromorphone using a non-baxter pump and needle and shipped to the customer. The customer reported that the bag leaked from a hole detected in the administration port when the blue protective port cover was removed during setup. No patient involvement was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received by baxter; however, the device evaluation is not yet complete. The initial evaluation confirmed the reported condition. Upon completion of the device evaluation, or if any additional relevant information becomes available, a supplemental report will be sent.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a supplemental report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received for evaluation against the reported condition. The initial visual inspection revealed that there was indeed a cut in the membrane tube assembly. Additional pressure testing was performed and the device failed this test, confirming the reported condition of a leaking device. No repair was done, as this is a single-use device which will be discarded. Should additional relevant information become available, a supplemental report will be submitted.